Event description:
It was reported that there was a motor error and worn reciprocation arm. The motor speed was unstable, and the motor failed the voltage test. Due diligence is complete.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete g2: foreign country - (B)(6).

Event description:
It was reported during preventive maintenance that the device had a motor error and a worn reciprocation arm. The motor speed was unstable, and the motor failed the voltage test. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
Following sections were updated or corrected : b4, b5, d2, d4, d9, g1, g3, g6, h1,h2, h3, h4, h6, h11 review of the most recent repair record determined the motor was corroded and the speed was unstable and the reciprocation arm was worn. The motor and reciprocation arm were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends